Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's ketones reached 5.4 mmol/l (97.2 mg/dl) while wearing the pod between 4 and 24 hours. The patient's father noticed that the cannula was not properly inserted into the skin and the site was bleeding. The patient was taken the hospital, but while sitting in the waiting room, the patient's father placed a new pod and the ketones dropped, so they left. The patient then developed an infection on the infusion site (arm), so the patient was taken to see a doctor and confirmed to have mrsa (methicillin-resistant staphylococcus aureus). The patient returned to the hospital and their ketones were high again and the patient began vomiting. The patient was given medication to help with the vomiting and was prescribed antibiotics to treat the mrsa, but no specific information was provided. The pod has been discarded.